Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("left side essure coil had migrated/ left side essure device to be missing") and genital haemorrhage ("heavy abnormal bleeding") in a 31-year-old female patient who had essure (batch no. C91741) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included hiatal hernia and irritable bowel syndrome. Concurrent conditions included asthma and endometriosis. Concomitant products included dicycloverin (dicyclomine) since 2012, ondansetron (zofran) since 2012 and salbutamol (albuterol inhaler). On (B)(6)2014, the patient had essure inserted. In (B)(6)2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding menorrhagia"), urinary tract infection ("infection urinary"), vaginal infection ("vaginal infection"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary tract disorder"), migraine ("migraines"), headache ("headaches,"), nausea ("nausea,"), dyspareunia ("dyspareunia (painful sexual intercourse),"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue,"), weight decreased ("weight loss"), diarrhoea ("diarrhea") and depression ("depression"). On (B)(6)2015, 3 months 16 days after insertion of essure, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), dysmenorrhoea ("worsening of abnormally severe menstrual pain") and abdominal pain upper ("upper gastric pain"). The patient was treated with bilateral tubal ligation, salpingectomy (and essure was removed on (B)(6)2018. At the time of the report, the device dislocation, genital haemorrhage, abdominal pain, vulvovaginal pain, abdominal pain lower and dysmenorrhoea was resolving and the vaginal haemorrhage, menorrhagia, urinary tract infection, vaginal infection, female sexual dysfunction, bladder disorder, urinary tract disorder, migraine, headache, nausea, dyspareunia, vaginal discharge, fatigue, weight decreased, diarrhoea, depression and abdominal pain upper outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, bladder disorder, depression, device dislocation, diarrhoea, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, nausea, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, vulvovaginal pain and weight decreased to be related to essure. The reporter commented: symptoms have mostly resolved, but some pain remains current weight 100 lbs. Approximate weight at the time of essure placement 100 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 45.35 kgs. Hysterosalpingogram - on an unknown date: left side essure device to be missing. Most recent follow-up information incorporated above includes: on 10-aug-2018: new pfs received- new events added: abnormal bleeding (vaginal, menorrhagia), infection urinary and vaginal, apareunia, depression, bladder or urinary problems or changes, migraines, headaches, nausea, dyspareunia (painful sexual intercourse), pain, vaginal discharge, fatigue, weight loss and diarrhea. Lot number was added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("left side essure coil had migrated/ left side essure device to be missing") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2015, 3 months 7 days after insertion of essure, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping") and dysmenorrhoea ("worsening of abnormally severe menstrual pain"). The patient was treated with surgery (bilateral tubal ligation procedure). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, genital haemorrhage, abdominal pain, vulvovaginal pain, abdominal pain lower and dysmenorrhoea was resolving. The reporter considered abdominal pain, abdominal pain lower, device dislocation, dysmenorrhoea, genital haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: symptoms have mostly resolved, but some pain remains. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: left side essure device to be missing. Most recent follow-up information incorporated above includes: on 22-sep-2017: event start/ stop date updated, event worsening of abnormally severe menstrual pain and essure had migrated/ left side essure device to be missing added and event severe pelvic pain clubed with pelvic pain. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
Hysterosalpingogram - left side essure device to be missing.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("left side essure coil had migrated / left side essure device to be missing / migration of essure device: uterus / left coil not found / migration of essure device - location of device: left coil not located") and genital haemorrhage ("heavy abnormal bleeding") in a 31-year-old female patient who had essure (batch no. C91741) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included hiatal hernia, irritable bowel syndrome, gravida ii and parity 1. Concurrent conditions included asthma and endometriosis. Concomitant products included dicycloverine (dicyclomine) since 2012, ondansetron (zofran) since 2012, salbutamol and zolpidem tartrate (ambien) since 2006. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced dysmenorrhoea ("worsening of abnormally severe menstrual pain / dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding menorrhagia"), urinary tract infection ("infection urinary tract"), vaginal infection ("vaginal infection"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary tract disorder"), migraine ("migraines"), headache ("headaches,"), nausea ("nausea,"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue,"), diarrhoea ("diarrhea") and depression ("depression") and was found to have weight decreased ("weight loss"). On (B)(6) 2015, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) with pelvic pain, 3 months 16 days after insertion of essure. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping / right lower quadrant pain / left lower quadrant pain") and abdominal pain upper ("upper gastric pain"). The patient was treated with surgery (coil removal,bilateral tubal ligation, salpingectomy, d & c, hysterectomy (partial) and oopherectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device expulsion, genital haemorrhage, abdominal pain, vulvovaginal pain, abdominal pain lower and dysmenorrhoea was resolving and the vaginal haemorrhage, menorrhagia, urinary tract infection, vaginal infection, female sexual dysfunction, bladder disorder, urinary tract disorder, migraine, headache, nausea, dyspareunia, vaginal discharge, fatigue, weight decreased, diarrhoea, depression and abdominal pain upper outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, bladder disorder, depression, device expulsion, diarrhoea, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, nausea, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, vulvovaginal pain and weight decreased to be related to essure. The reporter commented: symptoms have mostly resolved, but some pain remains current weight 100 lbs. Approximate weight at the time of essure placement 100 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.3 kg/sqm. Hysterosalpingogram - on an unknown date: results: left side essure device to be missing. Quality-safety evaluation of ptc: unable to confirm complaint amendment: the report was amended on (B)(6) 2019 for the following reason: all information added in fu 6 dated (B)(6) 2018 were removed as it was identified as wrong source document. Event hormone level abnormal, mental disorder, nerve injury, cystitis were deleted. Event uterine perforation was updated to device expulsion. Concomitant drug, medical history, lab data were deleted. No new follow-up information was received from the reporter. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("left side essure coil had migrated/ left side essure device to be missing/migration of essure device: uterus/perforation (uterus)") and genital haemorrhage ("heavy abnormal bleeding") in a 31-year-old female patient who had essure (batch no. C91741, 12243966) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included hiatal hernia, irritable bowel syndrome, gravida ii, parity 1, anterior cruciate ligament reconstruction and meniscus rupture. Concurrent conditions included asthma, endometriosis and bipolar disorder since 2006. Concomitant products included dicycloverine (dicyclomine) since 2012, hydrocodone bitartrate;paracetamol (lortab) from 2004 to 2005, ondansetron (zofran) since 2012, oxycodone hydrochloride;paracetamol (percocet) from 2005 to 2012, paroxetine hydrochloride (paxil) since 2006, salbutamol and zolpidem tartrate (ambien) since 2006. In february 2004, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, 11 years after insertion of essure. In february 2004, the patient experienced dysmenorrhoea ("worsening of abnormally severe menstrual pain / dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding menorrhagia"), urinary tract infection ("infection urinary"), vaginal infection ("vaginal infection"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), fatigue ("fatigue,"), mental disorder ("fear of physicians and procedures"), nerve injury ("permanent nerve damage") and cystitis ("bladder infection") and was found to have hormone level abnormal ("hormonal changes"). On (B)(6)2004, the patient had essure inserted. In december 2014, the patient experienced bladder disorder ("bladder problems"), urinary tract disorder ("urinary tract disorder"), migraine ("migraines"), headache ("headaches,"), nausea ("nausea,"), dyspareunia ("dyspareunia (painful sexual intercourse),"), vaginal discharge ("vaginal discharge"), diarrhoea ("diarrhea") and depression ("depression") and was found to have weight decreased ("weight loss"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping") and abdominal pain upper ("upper gastric pain"). The patient was treated with surgery (coil removal,bilateral tubal ligation, salpingectomy, d & c, hysterectomy (partial) and oopherectomy). Essure was removed on (B)(6)2018. At the time of the report, the uterine perforation, genital haemorrhage, abdominal pain, vulvovaginal pain, abdominal pain lower and dysmenorrhoea was resolving and the vaginal haemorrhage, menorrhagia, urinary tract infection, vaginal infection, female sexual dysfunction, bladder disorder, urinary tract disorder, migraine, headache, nausea, dyspareunia, vaginal discharge, fatigue, weight decreased, diarrhoea, depression, abdominal pain upper, hormone level abnormal, mental disorder, nerve injury and cystitis outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, bladder disorder, cystitis, depression, diarrhoea, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, hormone level abnormal, menorrhagia, mental disorder, migraine, nausea, nerve injury, urinary tract disorder, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal infection, vulvovaginal pain and weight decreased to be related to essure. The reporter commented: symptoms have mostly resolved, but some pain remains current weight 100 lbs. Approximate weight at the time of essure placement 100 lbs. Discrepancy in date of insertion (B)(6)2004, (B)(6)2004 and (B)(6)2014. Discrepancy in date of removal (B)(6)2008, (B)(6)2009, apr-2011 and (B)(6)2018. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 45.35 kgs. Hysterosalpingogram - on an unknown date: results: left side essure device to be missing. Ultrasound scan vagina - in march 2004: unilateral occlusion. Migration of essure device. Possible essure seen in uterus. Left essure not located, bilateral occlusion.. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)2018: plaintiff fact sheet received. Lot number added. Events added from pfs- hormonal changes, fear of physicians and procedures, permanent nerve damage, bladder infection, female sexual dysfunction, fatigue. Event verbatim was updated as left side essure coil had migrated/ left side essure device to be missing/migration of essure device: uterus/perforation (uterus) and pt was updated to uterine perforation. Date of insertion updated from (B)(6)2014 to (B)(6)2004. Onset date of event menorrhagia, vaginal haemorrhage, device dislocation, dysmenorrhoea, vaginal infection and urinary tract infection were updated. Concomitant drug, medical history and lab data added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("left side essure coil had migrated/ left side essure device to be missing") and genital haemorrhage ("heavy abnormal bleeding") in a 31-year-old female patient who had essure (batch no. C91741) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included hiatal hernia and irritable bowel syndrome. Concurrent conditions included asthma and endometriosis. Concomitant products included dicycloverin (dicyclomine) since 2012, ondansetron (zofran) since 2012 and salbutamol (albuterol inhaler). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding menorrhagia"), urinary tract infection ("infection urinary"), vaginal infection ("vaginal infection"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary tract disorder"), migraine ("migraines"), headache ("headaches,"), nausea ("nausea,"), dyspareunia ("dyspareunia (painful sexual intercourse),"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue,"), weight decreased ("weight loss"), diarrhoea ("diarrhea") and depression ("depression"). On (B)(6) 2015, 3 months 16 days after insertion of essure, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), dysmenorrhoea ("worsening of abnormally severe menstrual pain") and abdominal pain upper ("upper gastric pain"). The patient was treated with surgery (bilateral tubal ligation, salpingectomy (bilateral removal of fallopian tubes), d & c). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, genital haemorrhage, abdominal pain, vulvovaginal pain, abdominal pain lower and dysmenorrhoea was resolving and the vaginal haemorrhage, menorrhagia, urinary tract infection, vaginal infection, female sexual dysfunction, bladder disorder, urinary tract disorder, migraine, headache, nausea, dyspareunia, vaginal discharge, fatigue, weight decreased, diarrhoea, depression and abdominal pain upper outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, bladder disorder, depression, device dislocation, diarrhoea, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, nausea, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, vulvovaginal pain and weight decreased to be related to essure. The reporter commented: symptoms have mostly resolved, but some pain remains current weight 100 lbs. Approximate weight at the time of essure placement 100 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 45.35 kgs. Hysterosalpingogram - on an unknown date: left side essure device to be missing. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (underwent one or more surgeries to remove essure coil.). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.